Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime / fill anomalies or insulin pump error were noted during testing. The motor was tested outside the device and passed. The power management tool confirms the unloaded voltage and loaded voltage are within specs. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of drive/motor anomaly, unable to prime and pump error. The customer's blood glucose level was 3.4 mmol/l at the time of the incident. The customer treated with food. The customer also had reading of 19 mmol/l. The customer stated that she changed the battery on the pump and it failed. The insulin pump passed displacement test. The product was returned for analysis.